Manufacturer narrative:
System was used for treatment. Kit lot e713 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories system error f183: centrifuge speed too slow and centrifuge bowl leak/break and no trend was detected for either of these categories. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer reported system error f183: centrifuge speed too slow in the first cycle. Rebooting did not solve the problem. Customer powered off again and removed the left panel of the instrument, pressed the vacuum release button and reseated the bowl. Customer then noticed a minor fluid leak in the centrifuge chamber. Customer reported that the leak was so minor that it hardly needed cleaning in the centrifuge chamber and that the fluid did not touch the leak detector. Treatment was aborted, no blood was returned. Patient was in stable condition.